Event description:
It was reported that the lens was explanted due to improper intraocular lens (iol) power. Patient was reported to be okay during post examination.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was inspected at 10x microscope magnification and confirmed that the lens received is a za9003 model. Lens had surface residuals adhered to both sides of the optic body compatible with handling the lens in an unsterile environment. After cleaning the lens no other cosmetic defect was found. The lens was optically inspected and the results showed that the lens diopter power was measured at 25.35 diopter. The manufacturing record review indicates that the lens was manufactured at 25.0 diopter, per specification. Manufacturing record review was performed for the iol with the following results: all process operations from generation to boxing were in compliance. All tests results showed a pass condition. The documentation shows that the lot was manufactured according to specifications. No discrepancy or nonconformance was reported. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.